Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a long charge time prior to implant. The ICD was not used and a new one implanted. There were no patient complications reported as a result of the device.